Manufacturer narrative:
The device in question has not yet been returned to olympus for investigation, and the hospital has not provided further details regarding the reported events. The cause of the patients' outcome cannot be conclusively determined. However, user technique may be a factor, and the patients pre-existing conditions cannot be ruled-out as contributing to the reported events. If additional information becomes available at a later date, a supplemental report will follow.

Event description:
The hospital reported that the device referenced in this report was used in three different procedures over a period of 7-8 days in which there were allegations of three colon perforations. One of the three patients was known to have cancer, which may have compromised the intestinal walls. The other two patients were reportedly perforated in the cecum area, a part of the anatomy which was said not to have been reached during the procedure. Hospital stall described the alleged perforations as "minimal." The hospital has been contacted for additional information regarding this report and according to the hospital staff, they do not suspect the device to have caused the patient's outcome, as there was no problem found with the device during an evaluation conducted following the reported occurences. The same clinicians were said to have been involved in all three procedures, and hospital staff have acknowledged that these reports may be technique related. There was no additional information provided by the facility.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. Please cross reference MFR. Report numbers: 2951238-2016-00145 and 2951238-2016-00146 to account for the three patients as referenced in the original report.